Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's step daughter, that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels and not having a sensor in. Customer's blood glucose levels at the time of hospitalization 40mg/dl. The customer stated that they attempted to calibrate, but was unable to calibrate. Troubleshooting occured. No additional information was provided.